Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ("I just recently had them removed") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), weight increased ("gained so much weight"), headache ("headaches"), urticaria ("hives") and arthralgia ("pain near my hips"). The patient was treated with surgery. Essure was removed. At the time of the report, the medical device removal, weight increased, headache, urticaria and arthralgia outcome was unknown. The reporter considered arthralgia, headache, medical device removal, urticaria and weight increased to be related to essure. The reporter commented: patient had essure for about 15 months. Concerning the injuries reported in this case, the following ones were reported via social media: medical device removal, weight increased, headache, urticaria, arthralgia. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of medical device removal ("I just recently had them removed") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), weight increased ("gained so much weight"), headache ("headaches"), urticaria ("hives") and arthralgia ("pain near my hips"). The patient was treated with surgery. Essure was removed. At the time of the report, the medical device removal, weight increased, headache, urticaria and arthralgia outcome was unknown. The reporter considered arthralgia, headache, medical device removal, urticaria and weight increased to be related to essure. The reporter commented: patient had essure for about 15 months. Concerning the injuries reported in this case, the following ones were reported via social media: medical device removal, weight increased, headache, urticaria, arthralgia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 31-oct-2018: quality safety evaluation of ptc (product technical complaint). Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.